Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated, and a longitudinal split was observed between the 5 cm and 6 cm depth markings on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2024, an appointment was made for maintenance, healing of PICC catheter, and during the verification of port potency with push-stop-push technique, with ssn 0. 9% 10cc, there was evidence of leakage at the insertion site and there was suspicion of catheter breakage, so it was decided to remove the catheter due to risk of tissue or vascular damage caused by chemotherapy, the catheter was removed and further verification was performed with 10 cc of ssn 0.9% and there was evidence of breakage at 5./1/2cm from the insertion site of the catheter. Removal of the PICC and still continues with chemotherapy treatment. No interventions required, patient in optimal condition, no harm reported. No other information provided, at this time.